Event description:
The patient reported multiple loss of prime warnings for the past several months. It was reported that the frequency increased recently and resulted in 5 loss of prime warnings in one morning. During evaluation the force sensor was found to be out of calibration. Evaluation also revealed a dislodged display.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of pump history indicated that multiple low (non-zero) force loss of prime warnings had occurred. The pump was exercised and lost prime within a 24-hour period. During evaluation the force sensor assembly was found to be out of calibration. Evaluation also revealed a dislodged display screen.